Event description:
Add'l info rec'd 11/30/01: lab draw indicated high potassium.

Event description:
Dialysis tech noted difficulty with conductivity. Unit did not give conductivity alarm. Nurse later noticed bicarb straw was not in the solution. Unit should not have come into conductivity with just an acid solution accessed. Lab draw indicated low potassium. Unit removed from pt. Pt treated.